Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the windows update failed and station got stuck trying to revert back to previous setup. The field service engineer was able to resolve the issue by configured network and synced station with server. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system gets stuck on a spinning screen. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.